Event description:
It was reported that the left ventricular (lv) lead migrated and there was pacing failure. Lead displacement was confirmed on x-ray examination. Lead replacement was attempted, but failed since the wire could not be passed because of a blood clot within the lead. Therefore, a new lead was placed. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.